Event description:
On (B)(6) 2013, the distributer contacted animas and stated, starting on (B)(6) 2013 and into the morning of (B)(6) 2013, the patient awoke to no power to the pump. The patient¿s bg reportedly was 3g/l and then at 7:45am, the patient¿s bg elevated to 4 g/l. There was reportedly a blank screen and no alarms were emitted by the pump. The patient reportedly replaced the battery and the pump powered back on. The patient reportedly had set the time/date and therefore, had to suspend the pump for a long time. It was noted at the time of the reported issue, a varta lithium battery was used. It was also noted when the hcc arrived at the patient¿s home, the hcc reviewed the pump and no warnings/alarms were emitted by the pump in regards to the battery. It was noted during troubleshooting, no issues were noted with the programming/settings on the pump. A review of the pump history indicated no delivery issues noted with the pump and the prime history was confirmed to be correct. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: review of the blackbox revealed data recorded from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013. On (B)(6) 2013, data revealed the pump had no power between 5:18am and 7:17am (unknown reason). The battery voltage recorded before the ¿power on reset¿ event was above the ¿low¿ and ¿replace¿ battery thresholds. On examination, the battery compartment and cap were not damaged. The battery cap was able to fit securely and to maintain electrical connection. The pump powered ¿on¿ and displayed the ¿verify¿ screen. The battery cap was tightened and then unscrewed ½ turn with no ¿reboot¿ occurring. The pump was exercised for 24 hours with no power interruptions or alarms occurred during testing. A ¿low battery¿ warning and ¿replace battery¿ alarm were stimulated and the pump gave the appropriate visible and audible battery warnings and alarms. The pump cover was removed for investigation and revealed no intermittent condition to the power assembly. Investigation failed to duplicate the complaint of no power without prior alarm and found the pump to be operating as intended.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).